Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laceration closure on (B)(6) 2014 and topical skin adhesive was used. During application, the resident squeezed to get glue out and a small shard of glass protruded through device which caused a small cut on the finger. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.